Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had a liquid come out from the distal end after cleaning. The issue was found during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
This report was sent in error for liquid came out from the distal end would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received.